Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Caster raises up and chair will pull slightly to the left when in drive modes 3, 4 and 5.